Event description:
Customer reported that a patient developed an infection one week following an inguinal hernia repair. Patient was prescribed antibiotics and underwent surgical debridement of the operative site. The patient was discharged from the hospital. No further information is available.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a from will be submitted accordingly.